Event description:
Been having back pains, kept getting worse and worse, went to hospitals and drs, no pain medicine could help my pain. Drs kept saying it was a simple nerve pinched, and I had sciatica pain, they also gave me medicine for it and sent me to a chiropractor, nothing would help. I still have pain in my right back side all the way down to my toes, all my outer right side is numb. I don't feel nothing and have pain as I walk. Everyday is a painful day for me.